Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial treatment with vancomycin (ip every 5th day, dose not reported), fortum (1gm ip per day) and amikacin (40mg ip per day). It was unknown if the event of peritonitis resolved or whether remedial treatments with vancomycin, fortum and amikacin were ongoing. At the time of this report, the patient remained hospitalized. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.